Event description:
Kimberly-clark received a report stating, a interventional radiologist physician phoned today to say that because he did not properly use the serial dilator and peel away sheath in our initial placement kit (ipk), the tube was not placed in the gastric lumen. He states that the patient was ok, but that he made a mistake. Patient was taken to the operating room for a laparoscopic procedure to replace the tube he placed. No patient injury, the patient is still doing well.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.